Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Without a physical product sample, we are unable to perform any functional or visual testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lobectomy procedure. After initial use, the manual stapler handle jammed causing the reload to stay closed and making it difficult to change the reload. This occurred in the field and not on patient. There was a problem loading and unloading the device. The stapler had been functioning fine before this. A new device was used to resolve the issue. No reinforcement material was used. No patient adverse events reported.